Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that implant fractured at tooth location # 13. Implant avulsed. Will replace. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One eztetic dental implant (ct318) was returned for investigation. Visual evaluation of the as returned product identified no fracture. The device had minimal damages and bone residue around the external threads ¿ damage was possibly sustained during the removal process. Functional testing to recreate the reported event was not performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device had been placed on tooth # 13 (unknown notation system) for approximately 1 year. X-ray/picture evaluation: none provided by the customer. Appropriate documentation was reviewed. DHR review for the lot: (1221318) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot: (1221318) and no similar event or complaint was found. Based on the available information, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.